Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that about two weeks prior to the report, the patient heard a ¿pop noise¿ in his back near the implantable neurostimulator (ins) battery, and then the stimulation stopped working. The rep ran impedances at 0.7v and all values with reference 0 were greater than 10,000 ohms. When the impedances were ran at 3v with references 0 and 1, electrodes 1-15 were still greater than 10,000. Then when the impedances were referenced with reference 8 and all electrodes were greater than 10,000 ohms except for 9-14. In the end, the rep noted that they will review with the healthcare professional (hcp) about possible x-rays and will attempt to try different programming with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pop noise was actually felt more at the location of the spine where the thoracic incision is. This is also the location that the anchor is. The patient said it was not an electrical shock or pop. The rep asked the patient if he had injured himself or lifted anything heavy and the patient said he was lifting a ¿small¿ trash can. The cause of the loss of stimulation is currently unknown. The provider has referred the patient out for an x-ray to see if the leads are still connected to the battery or if anything else is remarkable along the lead. The cause of the high impedance was also unknown. The patient will not be referred out for revision or replacement until the x-ray results are in. This may help determine what kind of surgical intervention is required. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was scheduled for surgical consult in (B)(6) 2019 for a revision of the leads. No further complications were reported.